Event description:
It was reported that pump displayed cartridge change error while customer was using it, but customer did not remember exact date because pump had been turned off for several months. There was no reported impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge, error did not recur, and no further action was needed.